Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer's blood glucose level was 160 m/dl at the time of incident. Troubleshooting was performed. Customer stated that the drive support cap was normal and pump was not exposed to high magnetic field. Customer was able to rewind the pump. Advised to discontinue use of the pump and to revert to back up plan. The insulin pump will be returned for analysis.